Manufacturer narrative:
Additional information: manufacture date follow-up report submitted to document device evaluation results.

Event description:
The device guidestop pin was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The device guidestop pin was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.